Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-sep-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup. The lens was inspected under magnification. The complaint device was received cut into three pieces. The pieces were cleaned, and no further issues were identified. The reported complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of anisometropia (unexpected postop refraction) and the patient's inability to drive, the iol was explanted in a secondary surgical procedure and replaced with a diu150 22.5 diopter iol. There was no incision enlargement and no vitrectomy during the lens exchange procedure. There was no medication prescribed (outside of standard care) and no medical attention was required. The iol directions for use were followed. Patient prognosis post-lens exchange is unknown. No further information is available.